Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4)

Event description:
Pt indicated that he had received an injury with the use of the calaxo screw.

Event description:
Initial acl reconstruction done on (B)(6) 2006. On (B)(6) 2007 - left knee surgical incision, irrigation and debridement. Bone staple removal, left proximal tibia; focal swelling times one week -distal aspect of surgical incision over proximal aspect of tibia. Subsequent drainage, yellow fluid. Not associated with any pain, erythema or any fevers or constitutional symptoms.

Manufacturer narrative:
Supplemental report is being completed to add additional information for the catalog number as well as the description of the event. (B)(4)